Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bent sensor cannula. Customer stated that the sensor was reading really low but her blood glucose level was really high on wednesday night. Customer's blood glucose level was 425 mg/dl. Customer had differences between sensor glucose and blood glucose readings. Customer will call back to provide information on the sensors. No further assistance needed.